Event description:
Customer reportedly rec'd the following results on the compact system within 10 minutes: 195 mg/dl, 119 mg/dl, 99 mg/dl, and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.